Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus korea and it said that could not duplicate the reported phenomenon, omsc considered that the reported phenomenon might have occurred due to the communication failure between the subject device and video processor because dirt and foreign object had adhered to the electrical contact part of the electronic connector. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6) for evaluation. Olympus (B)(6) checked the subject device but could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e226 which indicated there was the communication problem between the subject device and the video processor was displayed during the unspecified procedure. There was no patient injury associated with this report.